Event description:
It was reported that during an appendectomy procedure, upon firing the instrument, the staples did not properly form and the instrument did not cut the tissue. Another device was opened and the procedure was completed. There was no patient consequence.